Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that he had a meter to lab comparison test, side by side, capillary to venous, respectively. He had a 193 mg/dl reading on his meter, and the lab test result was 125 mg/dl. The rptr did not have any symptoms. On follow up, he stated that he had been using code 5 strips when the meter was set to code 11.